Manufacturer narrative:
Track.

Event description:
It was reported by service report that the track system on the chair is not working properly due to the track being overtightened. No patient involvement or adverse consequences are reported.